Manufacturer narrative:
This complaint is being reported due to the following conclusion: while there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not "seal effectively". Prior to the issue being observed, the instrument had successfully completed a seal function. The customer stated that thermal effect on the tissue was observed; however, no audible tones or error messages were noted. No obstructions or interferences between the instrument jaws was noted. A back-up vessel sealer instrument was used to complete the procedure. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.